Event description:
It was reported that the customer's blood glucose level was 49 mg/dl. Customer treated with a (B)(6). Customer stated that she has been getting the meter blood glucose message on her pump 3 times in the last hour. Customer was going over an issue with the sensor when the call was dropped. Customer was called back, but there was no answer. No add'l info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete the best of our knowledge. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.